Manufacturer narrative:
The investigation of the returned web system found the web implant still attached to the pusher and the pusher kinked at the hypotube-to-connector junction. The returned microcatheter was found flattened at the distal end; furthermore, the web system encountered resistance at the flattened section, which is consistent with the reported advancement difficulty. The unit did not pass continuity and resistance testing. Further inspection of the pusher found the black lead wire broken at the distal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher kink, but the damage is consistent with the device experiencing forces that exceeded its yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken black lead wire, but the damage is consistent with the device experiencing forces that exceeded the solder joint's tensile strength. The returned detachment controller was found to function as intended and would not have caused or contributed to the reported non-detachment. The results of the complaint investigation did not reveal any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances that would affect patient risk as defined in the risk management file. The complaint code and evaluation code are monitored through the trending process; corrective action is determined, as needed, through this process. No preventive, corrective or field safety corrective action is required.

Event description:
See h11.

Event description:
It was reported that during a procedure to treat an aneurysm in the right anterior communicating artery (a-com), the via27 microcatheter was navigated to the lesion using a competitor's catheter as the distal access catheter. The w-eb device was pretested with its controller and then inserted into the via27 microcatheter for delivery. The delivery of the w-eb device was reportedly difficult and felt unusually heavy. Upon reaching the target site, the device was deployed; however, detachment attempts were unsuccessful. The device was subsequently resheathed and retrieved without incident. All devices used for the w-eb placement were removed from the patient. The procedure was then modified to stent-assisted coiling, which was successfully completed. The patient outcome was reported as no health damage.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. Batch statement: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.